Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer (field service engineer will henceforth be referred to as fse). The investigation conducted by the fse consisted of testing on a test lung in manual ventilation, automatic ventilation as well as in the built-in emergency ventilation mode. An alarm test also was carried out. All tests passed. No parts needed to be replaced. The fse cleared the anesthesia system for clinical use and no events have been reported ever since. The patient tubings and the water trap that were used during the event were discarded by the user prior to the investigation by our fse and can therefore not be checked for damages. A complete set of device logs were saved and sent for evaluation. Upon the submission of the initial incident report, there was no information about the final patient outcome. On 2023-09-19, additional information was received from the user facility stating that one week after the event, the patient passed away. The passing of the patient was according to the received information from the user facility unrelated to the experienced events investigated in this case. The logs show that a successful system checkout (sco) was performed in the morning prior to the event. The event log shows that the actual case lasted for 5 hours and 30 minutes. Hlm mode (cardio pulmonary bypass mode) was used on two occasions for a total time of approximately 2 hours. The log contains clinical alarms such as etco2: low, respiratory rate: high and expiratory minute volume: low. Many switches between automatic ventilation and manual ventilation were made during the case. The alarms for respiratory rate: high and expiratory minute volume: low were generated once in connection to all the changes to automatic ventilation. The alarm for etco2: low were generated several times during treatment. The generated alarms suggests that there may have been issues with ventilation of the patient on several occasions during the reported case. During the last 1 hour and 40 minutes, the ventilation was in automatic ventilation with only a few alarms generated. A few hours after the event, a successful leakage check was performed. No other tests were performed after that on the event date. On the 14th (day after the event), a successful sco was performed there is no data in the trend log since the logs were saved more than 24 hours after the event. There are no recordings of technical malfunctions in the technical log which suggests that there was no malfunction. Based on the investigation performed by our fse and the device log evaluation, the conclusion is that there was no technical malfunction in the anesthesia system during the event. We have not been able to determine the true cause of the event.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that during patient treatment, the patient was "damaged". It is not clear if the anesthesia system caused or contributed to the event but it cannot be ruled out. Final patient outcome is unknown. Manufacturer's reference number: (B)(4).